Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. A maverick 2 monorail 15mm x 1.5mm balloon catheter was being loaded over a non bsc guide wire when the tip of the balloon catheter fell off in the hand of the nurse prior to insertion outside of the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the maverick 2 catheter was received with no original packaging or other devices. The tip was separated at the weld between the inner and the tip. The tip was not received for analysis. Magnified inspection revealed that the fracture surface was jagged and stretched, consistent with ductile deformation due to tensile overload. The tip separation may be consistent with damage due to withdrawal forces applied after encountering guidewire resistance. The catheter shows a distorted end of the inner and witness marks from the distal weld processing. This confirms that the catheter had gone through the distal weld processing with the bumper tip on it. The catheter passed the leak testing process, which shows that the bumper tip and the distal weld was intact through the assembly process. The inner diameter (ID) of the wire lumen was measured with a calibrated pin gauge set and is within specification. There was no evidence that the tip separation was attributable to any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. A maverick 2 monorail 15mm x 1.5mm balloon catheter was being loaded over a non bsc guide wire when the tip of the balloon catheter fell off in the hand of the nurse prior to insertion outside of the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.